Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, after a minimally invasive esophagectomy procedure involving the esophagus / stomach for a pre op diagnosis of esophageal cancer which occurred in (B)(6), a post-operative anastomotic dehiscence occurred, resulting in an anastomotic leak. The surgeon stated that the staplers performed as expected, with no intra-operative leak observed. An additional endoscopic operation was performed to place a stent at the site of the leak. The current status of the patient is alive / stable.